Event description:
Saw ophthalmologist to begin wearing contact lenses, dr prescribed a set (only need the right eye contact, power in left is too low to require lens) with the bausch & lomb renu with moistureloc -number: 2007-08 gh5074-. I only wore the lens in my right eye twice once on that day, and again four days. I washed my hands before each use and stowed the lens in the lens holder provided by bausch and lomb, with the renu rinse added in the holder. Two days later I began to develop redness, swelling and slight mucous discharge in my right eye. I awoke the following day to find my right eye appearing to have the symptoms of conjunctivitis: matted down, swollen shunt, full of mucous, redness, general irritations. I had an rx for sulfacetamide sodium ophthalmic solution usp, 10%, for an earlier treatment of conjunctivitis and began using the medicine. Immediately the discomfort began to subside and my eye feels much better.